Manufacturer narrative:
Philips service replaced the geo module wp kit and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that there was a geometry movements error and movements were stuck in a loop on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.